Manufacturer narrative:
It was reported that the ventilator generated a technical error indicating a power error. There was no patient involvement. The issue was reportable as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and device¿s logs. Initially the technician replaced dc-dc standard connectors printed circuit board and plug and play printed circuit board, however the issue persisted. The pre-use check failed with alarm state test with technical error indicating a power error and o2 cell/sensor test failure, which could be consequences of monitoring board malfunction. The monitoring board has been pointed out as defective and its replacement is necessary to resolved the issue. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date, #h6 adverse event problem and evaluation codes - health effect ¿ impact codes and #h8 usage of device was required. This is based on the internal evaluation. #h4 device manufacture date: previous device manufacture date: 05/13/2016; corrected device manufacture date: 05/04/2016. #h6 adverse event problem and evaluation codes - health effect ¿ impact codes: previous health effect ¿ impact code: no health consequences or impact///2199; corrected health effect ¿ impact code: no patient involvement///2645. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).